Manufacturer narrative:
Additional narrative: patient/surgical involvement in this case is unknown. Event date: date of device breakage is unknown. Discovery of broken device was made on (B)(6) 2015. Implant and explant dates: device is an instrument and is not implanted or explanted. Mfg date: additional manufacturing release dates include: september 19, 2014. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: orchid unique manufactured the 1.8mm drill bit/qc/100mm (part 310.510, lot u207025). The supplier¿s certificates of compliance (dated (B)(4) 2014 for two receipts of this lot) indicate the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot and the parts were released on (B)(4) 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit was returned to the loan department in a broken state. The client was not aware that the drill bit was broken. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation review was performed. The investigation of the complaint articles has shown that: the investigation of the complained drill bit shows that the tip is broken off and the cutting edges are untwisted. There are no other damages visible. Further investigation has shown that this instrument was manufactured in august 2014 according to the specification. Unfortunately without any more information we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. We are aware that this is very delicate drill bit, which require extra caution during use. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.